Event description:
The customer reported, a "haze" coming from the unit. The customer stated, that there were no physical complaints reported. The asp field service engineer went to the facility and repaired the unit.

Manufacturer narrative:
The asp field svc rep engineer went to the facility, but could not reproduce "smoke or haze". The unit was working to specifications.